Event description:
12 mm blunt tip trocar otherwise known as the balloon port tip broke off into the patient. We were doing a laparoscopic left adrenalectomy. We had to open the patient to remove the tip left in cavity.======================manufacturer response for blunt tip trocar and syringe, blunt tip trocar and syringe (per site reporter).======================awaiting response.